Manufacturer narrative:
Section a2: corrected information. Section d4 & h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported arterial flutter could not conclusively be established through this evaluation. It was reported that the patient experienced lvad atrial flutter on (B)(6)2018. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until (B)(6)2019, when the patient expired. The device was not returned for evaluation. The hmii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced lvad related arrhythmia, aflutter. No further information was reported.